Manufacturer narrative:
After investigation, it was found out that a second sapien 3 valve was not actually implanted in the patient. The valves belong to different patients, with the same initials from the same hospital, but with different dates of birth. Based on the updated information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure. Patient medical records and procedure op notes (implant and valve in valve) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve in valve cannot be confirmed. It is possible that the patient factors and co morbidities may have contributed to the valve in valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards lifesciences patient registry department regarding a patient in (B)(6), approximately 7 days post implantation of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach a valve in valve was performed with a 23mm sapien 3 ultra valve. The cause of the valve in valve is unknown at this time.